Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154771.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited low defib impedance. It was also noted that patient's atrial lead exhibited oversensing. The patient status was unknown,